Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair]; [error 245.3020]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Annex b : b21 annex c : c21 annex d : d16 additional information : manufacturer narrative, remedial action required, remedial action #. Annex a : a0404, a090202 annex b : b01 annex c : c07, c16 annex d : d15, d03 annex g : g0405206, g05005

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[error 245.3020]. There was no reported patient involvement.